Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Sinus tachycardia at 121bpm contributed to the false detection. The patient was a hospital inpatient at the time of the event. A review of the downloaded data confirms that the response buttons were not pressed during the entire event. The patient remains in the hospital and will continue wearing the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient went to the hospital and ended use of the lifevest. The patient will continue wearing the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillator event. Device manufacture date and usage of device: monitor, (B)(4) electrode belt (B)(4): 06/2014- reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4).